Event description:
The MFR's rep reported that the afternoon following refill, the pt began to experience increased spasticity and return of dystonia symptoms. The symptoms were reported to be "the worst they had seen" by parents. The symptoms were consistent for two weeks. The hcp recommended the pt be brought in for eval. The drug was removed from the pump and replaced with new drug. The pt recovered without sequela and is doing well. The hcp does not track lot numbers as far as what is dispensed to the pt.